Event description:
The event is reported as: reported issue: the balloon is porous. The user had to re-intubate the patient. No patient injury reported.

Manufacturer narrative:
Sample has not been received in time for this report; therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.